Event description:
The customer reported the maquet that a rubber bumper on the bottom of the suspension system fell off before use on a pt. No injuries were reported. (B)(4).

Manufacturer narrative:
A maquet field service tech inspected the bumper and did not find any failures. He re-installed it on the bottom of the suspension system and verified it was securely mounted. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The powerled series operating manual includes a verification of all the covers during yearly maintenances.